Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Reprogramming options were discussed and recommended. At this time, this product remains in service and no adverse patient effects were reported.